Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the insulation, likely caused during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall leading to a small non-compressive pericardial effusion. The perforation was confirmed with an x-ray and fluoroscopy. As result, a surgical procedure was performed wherein the lead was explanted and replaced with an alternate. No additional adverse patient effects were reported.